Manufacturer narrative:
The medium-large clip applier instrument was analyzed, and the complaint was not confirmed by failure analysis. No product issue or damage was identified. The instrument was placed and driven on an in-house system showing 35 lives remaining. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test successfully. The instrument was fully functional.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the medium-large clip applier (mlca) instrument jaws could not be closed to apply the clip, and the instrument wrist began to bend. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The instrument jaws swayed to the side while attempting to clip. Hem-o-lok ml clip was used with the instrument. The internal mammary artery (ima) was not greater than the suggested diameter. The issue occurred during the first clip application. There was no patient injury due to the issue. A backup instrument was used to continue the surgical task and the procedure was completed with no further issue. The procedure was not delayed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier (mlca) instrument for evaluation; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.